Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the heater cooler would not cool. The anesthesiologist had to set the temperature to 22 degrees to get it to cool down to 32 degrees. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.